Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending upon the return of the product.

Event description:
In 2008, the sales rep reported that during a kit inspection the driver was found with bent prongs. The malfunction has resulted in an adverse event in the past.